Event description:
It was reported that the catheter was dislodged or broken from extreme manipulation of the patient for her caregiving needs. The patient was ¿highly compromised¿ and lived in a total care facility. The patient had been referred for a system explant, though the physicians at the care facility did not want the pump replaced as they felt it would continue to happen and felt it was best for the patient to have it removed. Upon explant, it was found that most of the catheter was coiled in the pump pocket and the remainder was coiled near the catheter insertion site. It was reportedly clear that the catheter was not intrathecal and had not been providing therapy. Additionally, it was found that the catheter was severed at the distal segment. At the time of report, there was no patient injury and it was unknown if there had been any symptoms. The pump had been filled with ¿nacl¿ by a practice or facility and the pump logs showed that the pump contained ¿normal saline¿.

Manufacturer narrative:
Final analysis of the pump found no anomalies. The pump passed all non-destructive testing and there were no anomalies seen in the logs. Final analysis of the catheter found a non-significant indent in the cup of the sc connector. The indent in the seal did not affect the infusion.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.